Event description:
It was reported that stent damage occurred. A 16mm x 2.75mm promus premier stent was advanced to the target lesion; however, it was noted that the distal part of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).